Event description:
It was originally reported that the end-of-life (eol) icon and low battery messages was seen on the patient programmer. It appeared that her device had gone through normal battery depletion (patient was using higher program settings). The patient tried to use the lowest settings to maximize battery life and it was noted that the device was helping with her symptoms. The healthcare professional confirmed patient symptoms of lack of effect and attributed the event to "battery failure" of the device. Reprogramming was performed. A revision/replacement was planned for the patient.

Manufacturer narrative:
(B) (4).